Event description:
During a follow-up, the physician noted an increase in pacing threshold and impedance. X-ray confirmed a lead dislodgement. Repositioning was unsuccessful, and as such, the lead was explanted.